Event description:
New information received notes that the right atrial (ra) lead exhibited noise oversensing recurrence resulting in multiple inappropriate mode switch episodes recorded via remote monitoring. Additionally, the ra lead was noted to exhibit decreased pacing impedance and decreased atrial sensing. Programming changes to voo mode was done prior; the ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition post-procedure.

Event description:
New information received notes that the right atrial (ra) lead was suspected to exhibit insulation damage.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The noise was reproducible with isometrics test. No changes or interventions were done. There were no patient consequences.